Manufacturer narrative:
One year after a patient was treated with a 34mm incraft aaa stent graft system, the main body occluded in the iliac arteries. Therefore, the patient was treated with aspirin. The procedure was successfully completed. The product was opened in sterile field and stored as per labeling. The device was stored and handled as per the instruction for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The bifurcate expanded fully with good wall apposition. The limb prosthesis expanded fully with good apposition to the bifurcate legs. The thrombus has resolved. The patient was on anti-platelet medication. Other additional procedural details/patient information were requested but were unknown. Procedural images are available for review. The endovascular treatment of abdominal aortic aneurysms (evar) pre-procedure worksheet provided indicated there was thrombus and calcification in the neck. It was noted that the landing below the lowest renal would not be possible as the diameters there were out of instructions for use (IFU). The diameter of the left renal artery was 5.9mm and the right renal artery was 5.4mm. The product was not returned for analysis as it was implanted in the patient body. No lot number was provided therefore a product history record (phr) review could not be generated. Per the medical review of the evar procedure planning worksheet provided, a lack of patient clinical information as well as pre and post implantation images significantly limits evaluation and analysis of this case. This aneurysm anatomy was complex and unsuitable for conventional endovascular repair. The proximal neck required advanced endovascular technique (double chimney) in order to obtain a proper seal at the proximal attachment. The distal attachment sites provided some mild to moderate challenges as well. A whole variety of potential factors could have contributed to graft thrombosis including anatomy, procedural issues, post procedural care, and patient medical co-morbidities. The reported ¿vascular stent-graft occlusion¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, anatomy, procedural issues, post procedural care, and patient medical co-morbidities may have contributed to the reported event. According to a review of this phenomenon which is not intended as a mitigation of risk ¿limb thrombosis/occlusion in abdominal aortic stent grafts is a known complication associated with varying rates of limb occlusion ranging between 0% and 5%. Most of the thrombotic events occur within the first 2 months after evar (endovascular aneurysm repair), and the underlying causes of limb thrombosis are stent-graft kinking and extension of the small-diameter stent graft into the external iliac artery. Recently, it has been demonstrated that limb occlusion can also occur long after evar. The pathophysiological mechanism of late (after 4 to 5 years of follow-up) limb occlusion can be migration and dislocation of an endograft component causing major turbulence of hemodynamics and eventually limb or entire stent-graft thrombosis. Treatment of limb occlusion includes various surgical and endovascular revascularization techniques; the best treatment option depends on the patient's general status as well as on local anatomic changes of the stent graft and excluded aneurysm.¿ according to the instructions for use which is not intended as a mitigation of risk ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ according to the expected clinical adverse events ¿potential adverse events and potential device risks include, but are not limited to arterial or venous thrombosis.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. The exact date of the device implantation is unknown.

Event description:
One year after a patient was treated with a 34mm incraft aaa stent graft system, the main body occluded in the iliac arteries. Therefore, the patient was treated with aspirin. The procedure was successfully completed. The product was opened in sterile field and stored as per labeling. The device was stored and handled as per the instruction for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The bifurcate expanded fully with good wall apposition. The limb prosthesis expanded fully with good apposition to the bifurcate legs. The thrombus has resolved. The patient was on anti-platelet medication. Other additional procedural details/patient information were requested but were unknown. The device will not be returned for evaluation as it was implanted on patient body. Procedural images are available for review. The endovascular treatment of abdominal aortic aneurysms (evar) pre-procedure worksheet provided indicated there was thrombus and calcification in the neck. It was noted that the landing below the lowest renal would not be possible as the diameters there were out of instructions for use (IFU). The diameter of the left renal artery was 5.9mm and the right renal artery was 5.4mm.